Manufacturer narrative:
Block b3: exact date unknown, event occurred two years and a half from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads; upn: m365sc8336500; model: sc-8336-50; serial: (B)(6). Product family: scs-lead fixation; upn: m365sc43160; model: sc-4316; batch: 30218443.

Event description:
It was reported that the patient was experiencing inadequate pain relief and undesired sensation after turning the stimulation off. It was also noted that the device was irritating for the patient. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.